Event description:
Pt had been followed by another lab with serial thyroglobulin measurements for thyroid cancer since 1998. All tg results were undetectable, even when tsh normal. Switched to another lab in 11/2001 and had thyroglobulin results of 30 ng/ml, 20 ng/ml and 5 ng/ml. Thyrogobulin autoantibody is negative and the tsh is suppressed. In 10/2002, the physician treated the pt without further imaging work-up with a 178 miilli-curies [large dose] of radioactive iodine for the presumed recurrence on the basis of the obtained results. Post-treatment iodine scan failed to show metastatic deposits. Another sample was tested, which had been collected just prior to the radioiodine treatment produced a result of 5 ng/ml. Sample collected from 10/2002 was sent to another lab for tg by ria and the result was <1.0 ng/ml.